Manufacturer narrative:
The filler was injected into the patient and is not available for return. Based on the reported information, this event is consistent with a vascular occlusion which is a known serious adverse event documented in the labeling. This can occur due to unintended injection into a blood vessel or injection of a large amount of filler near a blood vessel causing compression of the blood vessel. Both occlusion and compression may result in reduced or cessation of blood supply to tissues. Intervention is required to prevent serious and permanent complications. Additionally, the product was used off-label in the lip region and backfilled into another syringe. We cannot rule out that this may have contributed to the reported event. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. (B)(4) and (B)(4).

Event description:
On (B)(6) 2026, the hcp reported injecting 0.4cc of evolysse smooth into the lips of a patient by backfilling the product into a bd syringe. Immediately following the injection, the patient experienced blanching and pain at the wet/dry border along with significant bruising. The hcp determined the symptoms to be consistent with a vascular occlusion and injected the patient's lips with 1 vial of hylenex over three (3) injections. The aforementioned treatment was successful in treating the vascular occlusion. As of (B)(6) 2026, all the patient's symptoms have resolved; no long-term effects were reported.